Event description:
It was reported by service report that the pt right side rail could potentially become unlatched unintentionally. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.